Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
It was reported that the autopulse board did not power up. This was observed during the morning check. There was no patient involvement. No additional details were provided.